Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin leaked from the septum after the contact filled the cartridge. Reportedly, the cartridge was filled with 150 units. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the reported event.